Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008 for bilateral arm pain. It was reported that her stimulation turns off without prompting. Diagnostic test revealed normal impedance measurements on all lead contacts. A consultation has been scheduled for further interrogation.